Event description:
It was reported to medtronic minimed that the customer experienced harm reported, sensor glucose vs. Blood glucose, possible under delivery anomaly. The customer reported blood glucose value of 209 mg/dl. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: my sg 198 and 1.2u active insulin is not enough for me document treatment for high bg: no pump bolus recommendation. The event involved product(s) mmt-431a, mmt-7040a, mmt-1884, mmt-342. Customer reported high blood glucose. Customer does not feel ok to troubleshoot. Customer reported a discrepancy between sensor glucose and blood glucose. Sensor glucose and blood glucose values were within target range of difference. Customer reported that their bolus wizard estimate value is not correct. Confirmed that bolus wizard calculations were correct based on settings/values entered. No further patient complications were reported. No product return was required for mmt-431a. No product return was required for mmt-7040a. No product return was required for mmt-1884. No product return was required for mmt-342. It was unknow whether the customer will continue or discontinue the use of the devices.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.